Event description:
It was reported that the patient faced hyperglycemia on (b)(6) 2026. The blood glucose was high for less than one hour and the patient was treated with correction bolus 780g pump.

Manufacturer narrative:
E1: Patient city: (b)(6).Patient Country: Australia.Name- Medtronic Minimed.(b)(6).Based on the available information, this event is deemed to be a Serious Injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.